Event description:
The customer reports during pre-procedure, fluid leakage found in sealed package. No patient involved. A new device was used to complete the procedure.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The photo provided by the customer appears to have leakage of fluid; droplets of fluid are seen inside the sealed package. The actual device was not returned; however, the reported complaint of a "leak" can be confirmed but root cause cannot be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed, and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints.